Event description:
Complainant alleged that the internal handles would not allow discharge to a pt during surgery. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction could not be duplicated.